Event description:
International customer reported that the surgical wound dehisced after the skin clips were routinely removed two weeks following surgery. The patient was returned to surgery for repair. The attending reports that the suture broke.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.